Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during setup, the screen on the device flickered and changed to a black password screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. Additional information received indicates that the customer did not return the device or log files for review, however through communication with the customer it was confirmed that the device would need a new mainboard. A mainboard replacement order was processed to resolve the reported malfunction.